Manufacturer narrative:
The return of the torque limiting t-handle ((B)(4)) used during the surgery was requested and received in december 2015. A functional evaluation of the instinct torque limiting t-handle was performed identified that the torque is limited used during this surgery is non-conforming. The review of the DHR (device history record) identified no non conformity for this lot. The unit was received and released in may 2012. The lifetime, determined in the device history files, for the instinct torque limiting t-handle is 3 years. In this case, the instinct torque limiting t-handle was used 3 years and 6 months ((B)(6) 2012 to (B)(6) 2015), therefore the root cause is product exceeded useful life, normal wear. The root cause for the instinct final screwdriver breakage is the off axis use of the screwdriver with the instinct torque limiting t-handle. Report two of two for the same event, reference 3003853072-2015-00023.

Event description:
It is reported when the surgeon locked the blockers, the final screwdriver shaft broke. The part of the instrument that broke remained inside the blocker and was unable to be removed from the blocker, which remains implanted in the patient. A second driver was used to successfully complete the surgery.